Event description:
It was reported that the patient presented for a lead revision because their right ventricular (rv) lead had dislodged, resulting in a high capture threshold. The rv lead was explanted and successfully replaced. The patient remained stable.